Event description:
Customer called to report that she did not hear the click for the cannula insertion nor did she feel it insert, but wore the pod for about 4 hours anyway. She removed the pod because her blood glucose levels were elevating. Her blood glucose level was up to 338 mg/dl when she decided to change the pod and start a new one. No further issues were identified.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism has not fired due to interference from a damaged component. The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.